Manufacturer narrative:
Note: although this report is related to a product that is labeled for use in the veterinary market, the product is identical to product that is labeled for human use. Therefore, this report is being submitted as a precautionary measure. (B)(4). The catheter assembly with connector was returned to the manufacturing facility for evaluation and the lot number is unknown. The received sample was found to have traces of blood. The catheter tube was found to be broken. The total length of the broken catheter tube was measured to be 26mm which is within the exposed catheter tube length specification. The length of the broken catheter tube is 18mm from the catheter tip and 8mm remained in the hub. The actual sample was viewed under higher magnification to check the surface of catheter tube breakage point. The detached catheter tube had traces of dent marks on the breakage point that appeared to have been clamped by an object. Prior to shipment, qc conducts outgoing inspection and testing, based on visual, sensory and functional evaluation. Since production lot number was not provided by the user facility, a review of production or complaint records was not possible. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined. Based on the appearance of the breakage point of the catheter tube viewed under higher magnification, it appears that the catheter tube was cut by sharp object. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported breakage using the srox2025v device. Follow up communication with the user facility reported: when the catheter was being removed from the animal patient's arm, it broke as it was being pulled out. A segment remained in the animal's arm but they were able to get it out with a lot of poking and digging before the broken segment migrated into vasculature. It was reported that the animal patient is fine. There was no anticipated blood loss greater than 250cc. The customer also stated they had similar experience with two more 20g devices, as well as two 24g devices that occurred in the past. The vet tech reported additional information on 10/05/2016: there was no difficulty placing the catheter and they did not note any leakage during the time catheter was placed for the dental extraction. This happened during removal of the catheter when they noticed it was broken about half way down from the hub. She stated the dog was not harmed, he was just coming out of anesthesia from the dental procedure. See mdrs 3003902955-2016-00036, 3003902955-2016-00037, 3003902955-2016-00038 and 3003902955-2016-00039 for the other instances reported.